Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical supervisor reported following the intraocular lens implantation the patient had experienced blurry vision and was not happy. The lens was dysfunctional hence was explanted in a secondary surgery. Additional information has been requested.